Event description:
It was reported that an intravia empty container leaked. The reporter stated that the leak was from "the seal that attaches the bag and the base of the IV tubing port.¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported condition. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing simulating use of the device and underwater pressure testing revealed a leak in the port seal. Therefore, the reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.